Manufacturer narrative:
Product code was updated.

Manufacturer narrative:
A specific root cause could not be determined. The issue was likely due to different blood samples being tested, a pre-analytic error, improper sample storage at room temperature, or sample contamination. Based on the data provided, there was no indication for a product problem and the sensors were functioning correctly. The customer instrument was also using an outdated software version on the analyzers.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable sodium and potassium results for at least four patient samples. The erroneous results were reported outside of the laboratory to the medical personnel who rejected the results and asked the laboratory to repeat testing. The repeat testing was performed approximately one hour later on the same analyzer. (B)(6). There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.